Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, this left ventricular (lv) lead exhibited increased pacing thresholds and loss of capture. All vectors were tested and loss of capture was observed in all but one. The system was reprogrammed and lv capture was obtained. This lv lead remains in service and no intervention is planned at this time. No adverse patient effects were reported. Additional information was received that a revision procedure was performed to replace the left ventricular (lv) lead. This lead was explanted and discarded. No additional adverse patient effects were reported.